Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was leak at past second o ring. The customer¿s blood glucose level was unknown. Customer noticed leaking reservoir during filling insulin inside reservoir. Customer stated that o-rings was not malformed in package. Customer stated fluid in the insulin pump. The reservoir will not be return for analysis.